Event description:
It was reported that hospital clinical engineering has seen some broken swing arms and does not know if the devices have been dropped or how they were damaged. There was patient involvement, however no harm reported.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information. Additional information: imdrf annex e and f codes and manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had swing arm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that hospital clinical engineering has seen some broken swing arms and does not know if the devices have been dropped or how they were damaged. There was patient involvement, however no harm reported.